Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump was losing power intermittently. It was noted that the power issue occurred during or immediately after changing the battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/10/2014 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that no evidence of power reboots was recorded. During testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation using the returned battery cap. The returned battery cap was able to be fully secured to the pump and was used to complete all testing. The battery cap contact height and width measurements were found to be within the required specifications. The battery compartment was intact; no damage was observed. The pump was exercised for 24 hours with no power reboots, power losses or call service alarms occurring. The pump case was removed and no intermittent condition was found to the power circuit. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. The complaint of the pump losing power intermittently was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.